Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they needed to have an MRI, but they were told to put the device into MRI mode first. Patient said they hadn't touched the device in so long and sometimes they forget what to do. Patient tried to enter the mystim therapy application during the call, but saw the eos message (code 302) on the handset. Agent reviewed screen meaning and patient commented that the implant battery didn't last very long and patient thought it was supposed to last 5 years. Agent reviewed longevity depended on settings/usage. Patient said they didn't know the stimulator battery had depleted until just now when they saw the eos message. Agent reviewed MRI guidelines with implant in eos. The patient was redirected to their healthcare provider to further address the eos and MRI. Patient mentioned they were not seeing a doctor for the stimulator anymore, but might try to contact the doctor that implanted the device. Agent also emailed physician listings to patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.